Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement, rewind, prime, basic occlusion and occlusion tests. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump was stuck in the preparing to prime loop during the prime rewind process. The customer did not know the blood glucose reading. The customer stated that she changed the reservoir and was trying to fill the tubing. She attempted to proceed through the process about 3 times, and the insulin began dripping out without any input from the user on the keypad. She was advised to hold down the act button until she received the second series of beeps and/or numbers on the display. She reported that she did not receive the second series of beeps/numbers. The customer was advised to revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.